Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a burning pain at the ipg site after suffering a blow from the patient¿s dog jumping on the ipg site. The patient only experiences pain when the ipg is on. As a result, the patient may be awaiting surgical intervention.